Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid around implant, capsular contracture, baker grade IV, and exchange from textured to smooth devices due to the patient's concern with the product."

Event description:
Healthcare professional reported left side fluid around implant, capsular contracture, baker grade IV, and exchange from textured to smooth devices due to the patient's concern with the product. Device remains implanted.

Event description:
Device has been explanted.